Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the belt failed the hipot and fall-off tests. Investigation revealed several out of tolerance pins on u723 on the belt's distribution node (dn) pca board. Pins 10, 11, and 12 were out of tolerance. The cause of the out of tolerance pins was unable to be positively determined. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing electrode belt (B)(4), the belt failed the hipot and functional fall-off tests. The last patient to use this electrode belt did not report any deficiencies.